Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the air/water cylinder and the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
Correction to g3 of the initial report. G3 (aware date) of the initial report should be 05 aug 2024. This does not qualify as a late report. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the air water cylinder and channel of the device, but the type of the material or definitive root cause cannot be determined. There were no deviations in the reprocessing of the device by the customer in accordance with the instructions for use (IFU). It was confirmed that the customer used simethicone for the biopsy channel. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.